Event description:
The customer reported that the pump's battery life was depleting rapidly, and there were alarms requiring pump restart. There was no reported impact on the customer¿s blood glucose level. The customer declined further follow-up from technical support and no additional outcome information was obtained. The pump was out of warranty, and a renewal process was underway.